Event description:
Medtronic coronary stent system: integrity bare metal stent, 4.0 x 30 mm was advanced, positioned, deployed in the mid to distal right coronary artery at high pressure. The balloon ruptured during inflation. The balloon was retrieved. A second integrity stent, 4.0 x 18 mm, was placed more proximal to the first stent with a couple of millimeter overlap. Both stents were post dilated to 4.5 mm using a noncompliant 4.5 x 12 mm nc voyager balloon. Final angiogram showed excellent result with a 0% residual stenosis, with the patient leaving the cardiovascular lab hemodynamically stable. Dates of use: (B)(6) 2010. Diagnosis or reason for use: coronary artery disease. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: no.